Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2 (¿other¿). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a gap that was found between the suction valve and suction cylinder (and the suction cylinder was scraped); therefore, fluid likely leaked from the gap. The event can be prevented by following the instructions for use: "operation manual: 3.8 inspection of the endoscopic system: inspection of the suction function." Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported that, upon receipt inspection of the customer¿s evis lucera elite colonovideoscope, it was discovered that the device had leakage of the button during suction. The intended procedure was not known, but was reportedly diagnostic and completed with no issues using a similar device. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation of the device in receipt inspection.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, it was discovered that the device had leakage of the button during suction. The following additional findings were also noted: b30 error, no image, missing paint, error 311, damage of plug unit, corrosion of several components, wrinkled universal cord, wear of the angle wire causing poor angulation and knob play, deformed suction cylinder, and broken, discolored, and deformed lenses. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.